Event description:
The caller reported a discrepant result for ph. The reporter stated the initial instrument result was 6.906 ph. A redraw result was 7.463 ph. There was enough of the first sample left and a retest was performed and the result was 7.463 ph.